Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system after a recent supply change, with the blood glucose reaching 260 mg/dl for about four hours, and the user and agent identified a loose infusion set connector that had not been attached properly; the user disconnected, properly tightened the connector, filled the tubing, reconnected, and continued using corrective algorithm dosing, after which glucose trended down to 206 mg/dl. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting of the infusion set and tubing connection, verification of supplies and alerts, and confirmation of adequate insulin in the cartridge. Investigation of this case revealed that the infusion set connector was not fully engaged, consistent with an infusion set deployment or attachment issue. It was concluded, based on previously established findings for similar reports, that user setup error related to the infusion set connection was the cause.